Manufacturer narrative:
The attachment was received at the MFR for eval, and the reported condition of the device overheating was confirmed. The attachment was disassembled, and corrosion was found in the nose of the device and the bearing was shattered. Based on the investigation details, the likely cause was the device overheated when corrosion caused the bearing to fail. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow corrosion to enter and build in the attachment. Once enough corrosion builds up in the attachment it may cause the device to not work properly or can physically bind up the attachment.

Event description:
It was reported that the pt received a burn to the lower right lip from the attachment overheating during a tooth extraction. The approx size of the burn was 1.8 cm x 2-3 cm. The burn was treated with silvadene cream to assist in the healing of the burn. The original procedure was completed. At the time it was unk if there was any permanent damage, but in a f/u appointment it was reported that the pt is healing fine and there doesn't appear to be any long-term adverse affects.